Event description:
Device malfunction: sheath failed to split completely/carving/locator wing remained open. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer and the clip applier carved. The device was removed using the safety release button; however, one of the locator wings remained open. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(No femoral angiogram taken). The device was received. Investigation is not yet complete.